Manufacturer narrative:
A visual, dimensional and functional inspection were performed on the returned guide wire. The reported difficulty to advance/position and remove were unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use, a cardiomems sensor delivery catheter was advanced over a hi-torque command 18 guide wire, but resistance was felt between the two devices during advancement and removal. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.